Event description:
Reference number (B)(4). Event occurred in the united kingdom. This emdr is being submitted for unknown number of quantites. It was reported that patient faced infusion set tubing came apart event on (B)(6) 2025 the site of detachment was from connector the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1:patient city: (B)(6). Patient country:poland.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-10749. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010264, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010264 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 4, on 19/nov/2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the sterilization processes actions were required. The sub-assembly, gluing of tubing of the lot 4l00283 was manufactured according to the wi version 8 and manufactured in the machine itl01, on 16/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l04022 was manufactured according to the wi version 8 and manufactured in the machine itl01, on 20/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: one nc raised during sterilization process unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.